Manufacturer narrative:
Concomitant products continued: 4968-35 lead, implanted: (B)(6) 2008; 5076-52 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked due to oversensing of noise on the right ventricular (rv) lead. The lead was found to have high impedance and a fracture. The lead was capped and a new lead was implanted. The patient was enrolled in (B)(6). No further patient complications have been reported as a result of this event.